Event description:
It was reported ",the package was found broken during inspection, all devices have a sterility breach. Outer box was not damaged". No patient involvement reported.

Manufacturer narrative:
(B)(4). CAPA was previously initiated to evaluate this issue for this product. Root cause is identified in CAPA. The complaint of broken package - sterility compromised was confirmed based on the sample and photo received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage. A device history record review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Corrected data: section d.4. Unique identifier (UDI) # corrected from (B)(4).

Event description:
It was reported ",the package was found broken during inspection, all devices have a sterility breach. Outer box was not damaged". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.